Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred on (B)(6) 2024 and (B)(6) 2024. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 120 mg/dl. Reportedly a new cartridge was loaded on (B)(6) 2024, and the cartridge was reloaded on (B)(6) 2024, and insulin delivery was resumed.